Manufacturer narrative:
(B)(4). No product was returned as the device remains in situ; visual and dimensional evaluations could not be performed. Radiographic evaluation identified loosening of hardware within the humerus with eccentric positioning of hardware within the bone. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to severe bone loss in ulna. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.